Manufacturer narrative:
Accuray incorporated evaluated the device in question and determined that if a certain sequence of events were followed, there could be a robot movement at an unexpected time. This unexpected movement could occur while the operator was in the process of removing an accessory. There was no operator or patient contact or injury. Additionally, given the steps necessary a patient would not be present during this activity and the movement is such that an operator would be expected to move out of the way and not be injured. However, given the potential injury or damage if an accessory contacted the exchange table this is being reported and a correction for this is being investigated.

Event description:
A complaint was recently received for a problem where unexpected robot movement may occur while removing a collimator accessory.